Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report a possible missing sensor wire on (B)(6) 2015. The patient care specialist did not report any injury or medical intervention. No additional event or patient information is available